Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please review attached for investigation results. (B)(4).

Event description:
It was reported that the patient was scheduled for intertan explant to remove the compression screw that was broken.